Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer received a signal too low alarm. Customer's blood glucose was 70 mg/dl. During troubleshooting, insulin pump received a motor error alarm during rewind process. Caller was advised to contact healthcare professional for dosage instructions.